Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The physician was attempting to use an inpact admiral drug-eluting balloon to treat a 100mm lesion (90% stenosis) in the sfa. The vessel was not tortuous. The approach used was femoral. The device was prepped as per the IFU with no issues identified. The vessel was pre-dilated using a non-medtronic balloon catheter. Poba was performed to predilate the lesion (26 atm*10 seconds*3 times). Residual stenosis of 40% or less was reported following pre-dilation. The inpact admiral was then advanced crossing the lesion with no difficulty. There was no unusual resistance noted when the protective sheath was removed and there was no resistance with ancillary device during delivery. Negative pressure was applied to the device. The inpact admiral was inflated and the balloon ruptured at 6-7 atm. There was no difficulty removing the device. The procedure was completed using another inpact admiral balloon. No patient injury was reported.

Manufacturer narrative:
Additional information: patient weight and medical history provided. If information is provided in the future, a supplemental report will be issued.